Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The primary plumset was being used to deliver an unspecified solution at an unspecified rate, via a plum pump. The option-lok male adapter of the plumset was connected to a female adapter of a needless one-way valve connector. It was reported that approximately two minutes after the plumset was disconnected from the one-way valve connector, the patient reported that the "IV was bleeding." Reportedly, "less than 1/4 cup of blood loss occurred." The tubing was clamped. It was reported that when the nurse attempted to flush the needleless one-way valve connector, the nurse noted that a piece of the option-lok male adapter had broken off and was lodged in the needleless one-way connector. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.